Event description:
The pt had a PICC line in their upper arm with a tubing extension set attached. The tubing and the male luer lock end of the extension set came apart leaving the pt with an open line. Neither the dressing or the statlock device were disturbed. The pt did not suffer an ill effects and did not experience any blood loss.

Manufacturer narrative:
The device was returned to vygon and was examined as part of the complaint investigation. The investigation confirmed a quality problem with this device, the tubing and the male luer lock had clearly separated. The luer and tubing were inspected, but no abnormalities were observed that would have contributed to or caused the detachment. A review of the lot history file for this production lot shows that there were no findings during mfg, and that there were no variations in the mfg process that may have led to the reported condition. A further review of the complaint database showed that this has been the only reported case of bond failure in 2011. Due to the isolated nature of the reported condition, no corrective action will be required at this time.